Event description:
Reporter stated that customer received the following results on two different meters within 8 minutes: 0.9 mmol/l and 0.8 mmol/l (compact plus system 1) and 4.3 mmol/l (compact plus system 2) at the time of the results, the customer felt weak as if his blood sugar was low. No treatment reported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system 1. Reference medwatch with patient identifier (B)(6) for compact plus system 2.